Manufacturer narrative:
The lot number of the device was confirmed to be 10570508.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tactiflex se ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported pericardial effusion and subsequent patient death remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
On (B)(6) 2025, a cryo redo pulmonary vein isolation procedure was performed. Following the procedure there were complications with a circular pericardial effusion and the patient expired. The procedure was successfully completed with no alleged performance issues with any abbott devices. A pericardial tamponade was excluded with ultrasound directly after the procedure in the lab. However, 4 hours after the procedure, the patient became hypotensive in the ward. An echocardiogram and CT showed a circular pericardial effusion. During treatment of the circular pericardial effusion there were complications, a pericardial puncture was performed, however during this there was a hemothorax. The cause is not specified. Later, on (B)(6) the patient passed away due to the complications.